Manufacturer narrative:
Date sent: 4/24/2009. Eval summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for impedance. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.

Event description:
It was reported that during an unknown procedure, the handpiece did not operate properly. The case was completed by using another handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.